Event description:
Reporter alleged after firing the lancet device and obtaining a successful finger stick for glucose testing, the needle would not retract back into the device. It was stated the device would not release the lancet, but able to get it out by pulling on it; however, accidentally stuck finger. Customer stated waiting on the doctor; however, did not provide treatment information or any actions taken as a result. A request was made for the return of the suspect product and replacement product was sent.